Event description:
Pt was implanted with a shelhigh pulmonic valve conduit, model nr-4000-pa-ss. The implantation took place in 2005 at a hospital. At 3 to 4 months post implantation, the pt returned for follow-up echo exam. Echo showed a normal functioning valve and that the pt was doing well. In the next month, the pt traveled. Pt was admitted into hospital for respiratory distress approximately one month after follow-up echo examination. Pt died in hospital with acute endocarditis.